Event description:
The patient received the scs system on (B)(6) 2011. It was reported the patient's entire system was explanted on (B)(6) 2011 due to a hematoma found at the level of the paddle lead. The patient presented with symptoms of leg weakness and urinary incontinence. A CT scan showed significant compression of the lead and the spinal cord. The patient is receiving care and treatment at the inpatient rehabilitation facility and has began moving his toes on both feet. The explanted products have been retained by the facility. No further information is available at this time.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records.